Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unexpectedly shut off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump¿s battery life has diminished since first use. The customer stated that the insulin pump was slower to rewind and had unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted.